Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: sheath kinked. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the device was advanced in the vessel, the sheath kinked. The device was removed and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was available.